Event description:
This ra lead was implanted on (B)(6) 2003 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that this lead had minute ventilation oversensing and inappropriate atrial tachycardia response. The following physician was dr.(B)(6) at (B)(6) in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).